Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 540 mg/dl. The customer reported the physician wanting the insulin pump checked due to high blood glucose levels. The customer reported symptoms of dizziness. The customer treated for the high blood glucose levels with the insulin pump. The customer¿s current blood glucose level was 560 mg/dl. The customer did troubleshoot the and found the infusion set leaking. The customer did not require assistance from emergency response team. The insulin pump will not be returned for analysis.